Manufacturer narrative:
Additional information was added to d4 lot number, d4 expiration date, d4 UDI, d10, g1 manufacturing facility, h3, h4 and h6. H4: the lot was manufactured may 18, 2019 - may 20, 2019. H10: twenty-four (24) actual samples were received for evaluation. Visual inspection revealed loose white foreign matter inside one bag. Microscopic inspection revealed that the particle was a white polymeric irregularly shaped flake. Fourier transform infrared (ftir) spectroscopy determined that the particle was consistent with an acrylonitrile butadiene styrene copolymer. Acrylonitrile butadiene styrene is used to manufacture the fill port and fill port cap. The reported condition was verified for one returned sample. The source of the particulate matter was determined to be fill port thread damage or flash. Visual inspection of the other twenty-three bags did not identify any particulate matter. The reported condition was not verified for twenty-three samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed on the fill port cap of twenty-four (24) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.